Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history record was performed and no exception documents were identified. A review of the complaint database was performed and no similar complaints for this lot number were found.

Event description:
The customer alleges that the catheter detached within the patient post-procedure. A chest x-ray was performed confirming catheter detachment at the level of the left edge of the cardiac silhouette, hospitalizing the patient for two days until his health improved. The patient was taken for foreign body removal and insertion of a new dialysis catheter on (B)(6) 2024. On (B)(6) 2024 he was discharged with favorable evolution.